Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) exhibited oversensing due to wide qrs. The product will continue to be monitored. There were no patient consequences.